Manufacturer narrative:
D4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Top case is cracked in front left corner. Performed power up process, installed a syringe, checked the syringe plunger sensors. The pump does not recognize the syringe when installed, confirming the customer's reported problem. The root cause is that the q1 on the plunger board is loose. Replaced plunger board to correct the issue. Cleaned, greased, and calibrated the pump, which passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would calibrate but would give a position error after the syringe was in place. The device was not dropped and there was no delay of therapy. The issue occurred during setup. There was no patient involvement and no patient harm.